Event description:
It was reported that due to an unspecified issue related to pacing sensing portion of the riata lead, an alternate lead was plugged into the p/s port instead of the riata lead. No further information available.